Manufacturer narrative:
The device was received by the (B)(6) center in (B)(6) and an evaluation was performed. The evaluation determined that the device malfunction was due to an electronic component failure within the top case assembly. The top case was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's alarm mute / reset button was not functioning. There was no patient injury reported as a result of this incident.